Manufacturer narrative:
Concomitant medical products: 4024-58, lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance and possible oversensing were noted on the pacing leads. The leads, which were implanted nineteen years previously, were thought to have degraded and were capped and replaced on the contralateral side during a routine changeout procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.